Event description:
It was reported that when preparing to deploy the subject stent, the physician found that the distal markers of the subject stent could not be opened. During retraction, the subject stent was deployed at hub. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that when preparing to deploy the subject stent, the physician found that the distal markers of the subject stent could not be opened. During retraction, the subject stent was deployed at hub. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9 product available to stryker: updated. D9 returned to manufacturer on: updated. H3 device evaluated by mfg: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was received in a deployed condition, which is aligned with the event description. The stent delivery wire (sdw) and the introducer sheath were returned. All 3 marker bands were present on both ends of the stent. The stent was noted to be deformed. The sdw was kinked/bent at the distal end, and at the proximal end. The introducer sheath distal tip was noted to be damaged. The functional inspection was unable to perform as the stent was returned in a deployed state. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported event 'stent failed/unable to open' and ¿stent deployed prematurely during retraction/re-sheathing' could not be replicated as the stent was returned in a deployed state, however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was described as 'moderately tortuous'. It was reported that 'after the microcatheter was delivered in place, the physician transported the subject stent to the distal end. When preparing to deploy the stent, the physician found that the distal markers of the stent could not be opened. The physician thought there was an issue with the stent, so they withdrew it and then used a new stent to complete the procedure'. In the follow-up responses the user stated that there was no damage noted to the stent or the stent delivery wire (sdw) prior to use. A product condition update was provided stating that the physician 'pulled the stent with microcatheter together and the stent was deployed at hub during the retracting'. Note: the subject device was being used in a stenosis case. Per the subject stent dfu, 'the stent system is indicated for use with bare metal embolic coils for the treatment of wide-neck intracranial, saccular aneurysms'. The stent was returned for analysis in a deployed condition which is aligned with the product condition update provided by the user. The stent was noted to be significantly deformed along most of its length. All 3 marker bands were present on both ends of the stent. However, the deformation noted to the distal end of the stent had moved the 3 marker bands out of their usual position. Note: when the stent is being loaded in through the distal opening of the introducer sheath at the manufacturing site, it is inspected for damage. The stent delivery wire (sdw) was returned and was noted to be significantly kinked/bent towards the distal end of the wire and also towards the proximal end. The introducer sheath was returned for analysis and there was minor deformation damage noted to the distal tip opening. Given the event description and the condition of the analysed device sub-components, it is possible that the introducer sheath was initially set up correctly but subsequently moved distally prior to stent advancement out of the sheath (as evidenced by distal tip damage to the sheath). If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would become damaged as it passes through the deformed distal tip opening of the sheath. If the stent is successfully advanced to the distal tip of the microcatheter, the user may experience further difficulties when attempting to deploy the stent. These attempts to deploy the stent, and subsequent efforts to remove the stent from the microcatheter may have led to damage to the stent and the sdw. However, it is unusual for a stent to experience damage when being transferred through a deformed/crushed introducer sheath distal tip opening, and not to experience some sort of friction/resistance when being advanced through the microcatheter lumen. Therefore, it is possible that the tortuosity of the target vessel and some unknown procedural factor(s), contributed to the user experiencing difficulty in deploying the stent. An assignable cause of procedural factors has been assigned to the reported event stent failed/unable to open and stent deployed prematurely during retraction/re-sheathing and as analysed damage stent deformed, sdw kinked/bent, stent introducer sheath distal tip damaged as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.